Manufacturer narrative:
(B)(4). (B)(6). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The phacoemulsification machine was examined and tested at the customer location by an amo field service specialist (fss). The fss replaced the advantech printed circuit board to resolve reported issue. The fss performed a field service checklist. The system was verified for all modes of operations and calibrations. The system met amo specifications. In addition, a document labeling, trending and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. There was no product deficiency identified. Probable cause for the mechanical failure is wear and tear. All pertinent information available to abbott medical optics has been submitted.